Event description:
Follow up information received confirmed that the patient's lead was broken but that the neurostimulator battery was reported as good. The patient was to be scheduled in the future to replace the broken lead. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that stimulation was turned on but no stimulation was felt since the end of (B)(6) 2011. The patient had put brand new batteries in the device but it would not turn on the stimulator. Later, it was reported the patient could not adjust stimulation. There was no known accident or incident related to the event. X-rays were taken of the lead and extension area but did not show any problems with the system. Reprogramming was attempted but it did not address the patient's stimulation needs. The patient had high impedance measurements of above 40,000 ohms on 4 of 8 contacts. The patient was scheduled for a revision on 2012-(B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3998 lot # l74754 implanted: unk explanted: unk, accessory model 3550-09 (B)(4) implanted: unk explanted: unk, extension model 7489 (B)(4) implanted: unk explanted: unk, patient programmer model 37743 (B)(4) implanted: na explanted: na.